Event description:
Customer called stating they have been getting erratic readings. Normal readings for the customer have been between 85-100 mg/dl. This morning the customer had a normal reading of 89 mg/dl, but last week, the customer had a reading of 265 mg/dl; she tested again on the same mtr within 2 mins and received a reading of 89 mg/dl. Controls were run. No adverse events were reported. A request was made for the return of the device and a replacement was sent.